Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a transmitter battery issue occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).